Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to suture tie impression. The cause of external insulation abrasion is consistent with friction to another device or features of the heart. Electrical testing did not find any indication of conductor fractures or internal shorts.